Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. Customer also reported experiencing symptoms of sweating, thirsty and headache. There was no report of third-party medical intervention, death or serious injury.

Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(6) 2011, this report will be processed as is.